Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit underfed by approximately 100-120ml per feed (three times a day) for approximately a month. The volume to be infused was set to 250ml. The set rate was 250ml. The actual volume delivered was anywhere from 140-180 ml. A g-tube was used for the delivery. There was a patient involved but there was no patient harm. There was no medical intervention required.

Manufacturer narrative:
Submit date: 10/26/2016. An investigation of kangaroo joey pump was performed for the reported condition of; the unit underfed by approximately 100-120ml per feed (three times a day) for approximately a month. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s sensor. The sensor was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo joey pump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.